Manufacturer narrative:
Device received with blank display due to corroded on battery cap. After changed the new battery cap, display function properly. Device passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm or error alarm noted during testing. Unit received with scratched on display window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Customer's blood glucose was 198 mg/dl. After troubleshooting, customer was advised that the device was working as designed. Customer had also reported that the device had a blank display. Customer's blood glucose was 53 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.